Event description:
Customer reportedly obtained a result of 224 mg/dl while exhibiting hypoglycemic symptoms. The paramedics were called and tested customer 55 mg/dl on their device 15 minutes later. Customer was given some form of glucose and transported to the hospital. Treatment received at hospital was not provided. Requested return of suspect system and replacement was sent.